Manufacturer narrative:
(B)(4). Vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The ventilator was connected to a known good test lung and patient circuit connected. Upon power up, the led display remains blank. Further testing determined a non-conforming led display was causing the issue. Vyaire medical replace the led display to resolve the reported issue.

Event description:
It was reported to vyaire medical that the screen on the ventilator was intermittent and would go on and off. There was no report of any patient involvement associated with this reported event.